Event description:
Customer states that during testing pump only delivers 8 ml instead of 10 ml at rate 500 ml/hr.

Manufacturer narrative:
Investigation found that pump was tested for accuracy several times, using water. Pump delivered amount within specification (specification is +/-5%). Complaint could not be confirmed.